Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to treatment date. Review of the logfiles for the day of treatment shows no errors or any relevant warnings that could contribute to the reported event. During start-up of the system the vacuum and the energy test were performed successfully. Ablation test was performed, however the picture of ablation test shows no complete visible step between the two orientation lines. According to the user manual, due to the ablation, the transparency of the test disk will change. In the area of the ablation, the test disk will now be milky-white . During the ablation a stairway pattern will be ablated on the test disk. The last visible step should be between or at least touching one of the orientation lines. In case the ablation is not within the required tolerance a treatment must not be performed and your authorized service center has to be informed. However, the customer confirmed the ablation test and performed five treatments at this treatment day. The energy was stable during treatment day. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated surgery within the recommended settings. The root cause could be determined as user handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the flap was created with no breaks but when the surgeon went to lift the flap, it was not able to be lifted from 5:00-7:00 peripherally. The flap was put back in place and the patient was sent home and will return in four weeks for photorefractive keratectomy.